Event description:
During a cataract extraction procedure, this phacomulsification handpiece would not work properly. The aspiration line was blocked. Another handpiece was used to complete the procedure.